Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) was running on battery, and the surgeon could not control the universal surgical manipulators (usms) except the endoscope on usm 3. The customer moved the psc power cord to another power outlet, but the issue was not resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found the following errors: errors 817 and 818 indicating psc was running on battery, error 1100 indicating lost power on the intuitive surgical core power distribution (ipd)/core, and error 23 indicating blue fiber cable communication issue. The tse explained that if the psc powered up on battery only at startup, the core and surgeon side console (ssc) may communicate with the psc over blue fiber cable, but the system would not allow the surgery. The tse advised the customer to verify whether the psc power cord was plugged into a known good power outlet and then to power cycle the system. At the time of the call, the customer stated that they were using the camera and unable to reboot system at the time and would do it when they had a chance. After the procedure, the customer called back to report that the psc was running on battery message still appeared. The customer performed hard power cycle a few times and tried multiple power outlets, but the issue persisted. In addition, battery led indicator indicated that the psc was not charging. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the spm involved with this complaint and completed the device evaluation. Failure analysis could not replicate nor confirm the reported complaint. The spm was connected to an in-house xi system. The test system was powered on normally with no errors. Spm voltage and current were normal. The system was power cycled multiple times and idled for one house with no issue.